Event description:
A malfunction was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the caller with this process, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, which they acknowledged and understood.